Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with an 8f sheath after a coronary angioplasty and stenting procedure. Reportedly, when the device was pulled back against the vessel wall to feel tactile resistance and the foot was opened, the physician felt that the device may be in calcium. The lever was closed to retract the foot and an attempt was made to reposition the proglide device; however, the device seemed to be "getting caught". The foot was opened and closed again, and the device was able to be removed from the patient anatomy, although, there was some resistance felt. It was noted after removal that although the lever was closed completely, the foot had remained partially open. No vessel damage was noted. A second proglide was used, but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.